Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump time was incorrect. Customer's blood glucose was 250 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer, the customer did not reply.